Event description:
Additional information received reported that the cause of the event was attributed to a malfunction of the internal neurostimulator (ins) and lead. It was noted that the patient experienced pain on a daily basis due to "jolts." No abnormal impedance measurements were reported. The issues associated with the ins and the lead were unknown. It was noted that a surgical intervention to replace the ins and lead was performed on (B)(6) 2012. It further noted that the patient was "doing well" and recovered without sequelae.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. Acute pain was indicated as a symptom. The patient started to notice the implantable neurostimulator (ins) was "electrocuting" her around (B)(6) 2012. The patient went to her health care provider (hcp) in (B)(6) or (B)(6) 2012 and it was determined leads were ok. The patient was told by her hcp that the device battery had 24-36 months left. The patient tried each program and stated that she still got shocked. Her physician "tweaked something" using the physician programmer, and afterwards the patient noticed that she was no longer feeling stimulation. The patient's symptoms of incontinence were increasing. The patient reported no falls or trauma. The patient had issues using her patient programmer to communicate with the device. It was unclear whether there was a message on the screen or if the programmer was not working. The patient called her hcp on (B)(6) 2012 and her hcp determined that her ins needed to be replaced without running any further tests. The patient's hcp scheduled a surgery for (B)(6) 2012. The patient stated that therapy was helping prior to shocking starting. Four days later it was reported that the patient had hoped that the device would work again and she would not need surgery on (B)(6) 2012. The patient's hcp had scheduled a surgery due to both the patient's intermittent electrocution and not being able to communicate with the device. The patient used her patient programmer to turn her stimulation on. The patient felt stimulation, but not in the same area as before. After multiple programming adjustments the patient felt stimulation without being uncomfortable and was going to monitor symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v503891 serial# implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient.

Manufacturer narrative:
Product ID 3889-28, lot# v503891, serial#, implanted: 2010 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).